Event description:
Pt was having lap revision of a prior horizontal and vertical banded gastroplasty to retrocolic roux en y bypass and partial gastrectomy with lysis of adhesions. Dst series eea orvil stapler accessory was used that had been reprocessed by stryker sustainability solutions. The device misfired and did not detach from the tissue appropriately which forced the surgeon to make a larger incision and spend added time suturing the larger incision. Surgeon estimated that it added an extra 1 hour to the case time. The pt then developed respiratory insufficiency postop, rhabdomyolysis and acute renal failure resulting in a prolonged ICU stay, which surgeon attributed to the prolonged operating time. Diagnosis or reason for use: stapler accessory for use in surgery.